Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced hyperglycemia and insulin pump was getting a motor error alarm. Customer stated that they tried to clear it but still getting the motor error and was not able to rewind the pump. The customer blood glucose level was 600 mg/dl. Customer stated that drive support cap was normal. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.